Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the wake button was unresponsive. The customer declined to provide additional information regarding the issue. There was no reported adverse impact to the customer¿s blood glucose level.